Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their one touch verio iq meter. The meter would only "sometimes" power on when a test strip was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.